Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was programmed to run over 24 hours, but was not empty when the patient returned to the office after 24 hours. It was confirmed that that the programming was checked and confirmed with both pharmacy and nursing. The reporter reviewed the settings and explained that it is set at 50 ml per hour because they changed it when patient arrived to finish infusion. The reporter indicated that when the patient came in, the settings were a rate of 24 ml per hour with residual volume of 51.8 ml. No patient injury was reported.